Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with no tortuosity and no calcification. Pre-dilatation was performed and the 3.5 x 8 mm vision stent delivery system (sds) was advanced to the lesion. After inflation of the sds balloon, it was observed that the stent was not on the sds balloon, and not in the patient anatomy. The sds was removed without issue, and the stent implant was found in the vision sds packaging. A new 3.5 x 8 mm vision sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance, guide cath: 6 fr, sheath: 6 fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Failure to follow steps. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the stent was dislodged prior to use and found in the packaging after use. It should be noted that the rx vision instructions for use (IFU) states: prior to using the rx vision stent delivery system, inspect for bends, kinks and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the IFU violation did not cause or contribute to the stent dislodgement.